Event description:
It was reported that, "patient was brought to operating room for a lysis of adhesions status past total knee revision of a unicondylar knee. Upon inspection of the joint the surgeon suspected possible infection and removed the implants. An antibiotic spacer was implanted."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. The following other devices were also listed in this report: triathlon ps x3 tibial insert, cat# 5532-g-311; lot# ht4mra. Tri cemented stem 12mmx50mm, cat# 5560-s-112; lot# n2m01. Triathlon symmetric x3 patella, cat# 5550-g-298; lot# 399a. Triathlon femoral augment locking screw, cat# 5540-a-000; lot# hw2a45. Triathlon femoral distal augment 5mm-size 2 righ; cat# 5540-a-202; lot# unk. Tri ts femur sz2 right, cat# 5512-f-202; lot# wisk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.